Event description:
It was reported that the customer bought a cannula and when washing the tube, the cannula cracked. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation was completed based on two (2) photos with visible cracks across its length. A root cause could not be determined as the actual device was not returned. A review of the device history records (DHR) shows there were no observations recorded during manufacturing of the reported device lot number. No trend has been identified.